Event description:
Complainant alleged that while treating a pt (age & gender unk) during a code, the device advised shock for what the clinician believed was not a shockable heart rhythm. The clinician aborted the analysis. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.